Event description:
It was reported that there were two air bubbles in the silicon of the header block. The impedances were normal and the implantable neurostimulator (ins) worked properly. There were no patient symptoms or complications associated with the event and the patient status was alive with no injury.

Manufacturer narrative:
(B)(4)